Event description:
(B)(4). I was implanted with essure in (B)(6) 2009. It was covered by my insurance. I had no health issue but within 4 months, symptoms started to appear. I began to experience longer periods. My usual 6 day cycle extended to as long as 21 days. I also gained (B)(6) in within 3 months of getting essure and pms symptoms greatly increased. I subsequently had an ablation but my periods still last as long as 15 days. I developed brain fog, joint pain, pelvic pain, pain during sex, low libido, discharge, gluten intolerance, bloating, constipation, diarrhea, nausea, incontinence, cold hands andamp; feet, dizziness, muscle tics andamp; tremors, low energy, memory loss, diminished brain function, sleep disruptions, and chronic hives. My diet is clean paleo and I exercise regularly and yet these symptoms, including weight gain, continue.

Event description:
(B)(4). I would like to add an additional symptom of severe tooth decay. My mouth appears to belong to someone who has a sugar and soda habit and as I mentioned before, I do not consume such things. I have already had 1 tooth pulled, another is crumbling, and two additional teeth are rotting under my crowns.